Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with laparoscopic paravaginal defect repair, cystoscopy and dilation and curettage with ablation of uterus due to lateral cystocele, incontinence and menorrhagia. It was reported that following insertion the patient experienced leaking urine, severe abdominal pain, not able to have sex or rare is ever, depression because of the pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).